Manufacturer narrative:
(B)(4). Per service report (B)(4), the reported event was not reproduced, however, the 3 way valve and valve actuator were replaced. The unit was tested to factory specifications and passed all tests. The replaced parts were sent to mcp (B)(4) for evaluation and per analysis report (B)(4) the actuator and valve were functioning correctly, however, during the assembly of the hcu 30 3 distance washers were needed in the adaptor housing. This is required to loosen the contact between the bung of the emo 1 and the bung of the 3 way valve. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6), it was reported the heater cooler unit 30 (hcu 30) serial number (B)(4) would not rewarm the patient. The perfusionist had to keep the patient on bypass for an additional 20 minutes while the device was replaced with another. The patient was stable post completion of the procedure. (B)(4).